Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the accessory involved with this complaint and found the drape was found to have a labyrinth seizing/sticking/friction issue preventing installation/rotation.

Event description:
It was reported that during a da vinci-assisted surgical procedure when turning the head of the patient cart during docking, the drape is separated from the patient cart. When turn the head it turns stiffly.